Event description:
Boston scientific received info that this right atrial (ra) lead had a pacing impedance greater than 1800 ohms. While this measurement is considered within normal range, the lead was electively capped and surgically abandoned and a new lead implanted. There are no additional allegations or reports of adverse pt effects. As no further info regarding this event is expected, our investigation is complete. This report will be updated should additional info be received. It should be noted that the event description indicates that the lead was capped. However, an explant date was provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.